Event description:
My wife had catheter exam from the groin area to her heart. The exam was good, they used the angioseal, kept her at the hosp 3 hrs and sent her home. Said take it easy two days then light movement 3rd day and back to work the 4th day, done on a friday. On the night of the 3rd day, sunday, she was getting out of bed and felt terrible pain in her groin area, then swelling in abdomen. Spoke to the nurse monday and she said to take pain meds, that sometimes that happens. Pain continued for another week, tried to go to dr. Ten days later had CT scan done, discovered hematoma in the lower abdomen area from the incision. Took it easy, 2nd friday bent over to tie shoes and another intense pain and swelling, the vein incision ruptured again. It has been 8 weeks and the pain is still intense, swelling is still there. Another contrast CT shows the hematoma is slowly subsiding. We feel that the collagen for the angioseal, from cows, did not react well with my wife's system and did not work. Have read numerous comments like this or worse on the web, I feel this needs to be looked into.